Manufacturer narrative:
This report was received via a medwatch report from FDA. There is not hospital information available and no contact to obtain additional information on the complaint. No further investigation can be performed. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) alarmed. It was noted there was blood in the helium line. The intra-aortic balloon (iab) was removed and noted to have ruptured. Related balloon complaint: (B)(4).